Event description:
It was reported via repair work order that the fowler gas cylinder would leak fluid. It was also reported via repair work order that the power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the fowler gas cylinder would leak fluid. Follow-up submitted as further investigation determined that the cylinder was pneumatic and not hydraulic and, therefore, does not contain enough fluid to be the cause of the reported fluid found on the floor.

Event description:
It was reported via repair work order that the power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.